Event description:
The customer reported to olympus, the high flow insufflation unit, displayed a e03 excessive pressure when inflated and power of front panel issue. Pressure sensor abnormality. The issue was noted during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device estimation found e03 excessive pressure when inflated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e03 occurred due to a faulty main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.